Event description:
It was reported that during a cryoablation procedure, saline was leaking through the sheath¿s valve. The sheath was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.